Manufacturer narrative:
Based on the claim against the product by the customer noting errors against the left master tool manipulator (mtm), an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the remote arm controller (rac), master tool manipulator (mtm)2. And the gimbal grip pad on the right mtm to resolve the issue. The system was tested and verified as ready for use. The gimbal grip pad is a field scrap item and was not returned for failure analysis. Isi did receive the rac and was able to confirm the reported complaint. Failure analysis (fa) installed rac into an in-house xi system. The fan did not run when the system was powered on. Isi also received the mtm2, was not able to reproduce the reported complaint with the mtm2, but was able to confirm the occurrence through system logs. Visual inspection was performed. The mtm2 was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via dte and matlab passed. No repairs are required to address the reported problem. The complaint against the rac was confirmed based on failure analysis. The gimbal grip pad involved with this complaint is a field scrap item and will not be returning to isi for further investigation. A review of the site's system logs for the reported procedure date was conducted by the tse when customer called for assistance. A review of the site¿s system logs showed that errors 17 and 32 occurred against the left mtm. Additional logs confirm a cholecystectomy and liver biopsy surgical procedure took place on (B)(6) 2022 via system (B)(4). Review of the provided image is consistent with the alleged complaint of errors against the left master tool manipulator. System issues related to error messages/faults can be worked through with troubleshooting measures, such as reviewing logs. Error codes like error(s) 17 and 32 are an indication of system state. Errors occur when the system has detected a potential issue, or when it cannot be sure there is no issue and, therefore, the system transitions to a safe error state. This issue can be resolved by switching to the other surgeon side console. This complaint is considered a reportable event due to the following conclusion: the customer converted to another da vinci system after the start of the procedure due to being unable to use the master tool manipulator (mtm) on the surgeon side console unit. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted cholecystectomy and liver biopsy surgical procedure that errors occurred against the left master controller. The live logs showed errors 17 and 32 against the left master tool manipulator (mtm). The staff rebooted and there was no change. The intuitive surgical, inc. (Isi) technical support engineer (tse) had the staff swap-out the surgeon side console from another system to complete the procedure. There were no reports of patient injury. Isi made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive followed up with the initial reporter and obtained the following additional information: there was no reported harm to the patient. It is unknown what the surgeon believed caused or contributed to the reported event. There were no reported system issues during set up of the system. The system was inspected prior to use. There were no reported issues with port placement. There were no reports of outside influences that impeded the movement of the patient side manipulator. It is unknown if the instrument and/or drape was reset. It is unknown for how long the procedure had been in progress before the issue occurred. The patient reportedly tolerated the procedure well and without complication. There are no video recordings of the procedure available.

Event description:
Refer to h10/h11 for follow-up information.